Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that one infusion set occlusion alarm was sounded and the connection is between tubing & reservoir and plunger is also available and insulin is not exit from pump. No further information available.